Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however, there was the possibility that the reported phenomenon was attributed to some reason by mistake. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was highly possible that jf-260v was used for the next patient without cleaning and disinfection with oer-4. The user found that there was a difference between the endoscope reprocessing log of the oer-4 and the count of the reprocessing of the management table written on the paper. On the day of the event, two procedures were performed using jf-260v, there was no endoscope reprocessing log of the oer-4 regarding the jf-260v. It was confirmed that there was no infectious disease in the previous patient. The target patient who was used the subject device without reprocessing was the inpatient and was still hospitalized, and there is no particular health hazard.